Manufacturer narrative:
The insulin pump alarmed primed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during manual prime and the insulin pump kept empting the reservoir. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The customer stated that numbers did not appear on screen while pressing the act button to fill the tubing. Customer stated the insulin pump was stuck in the prime screen. She was assisted with performing the displacement test and then was advised do change the infusion set and reservoir and prime. Customer stated that insulin did not continue to drip after letting go of the act button but motor did not slow down nor did numbers ramp up on the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.